Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she had a strange experience with the implant. The patient stated she was supposed to go back in 2 weeks for a follow up appointment after implant but fell and hurt her elbow the night before her follow up appointment. The patient further stated she broke her elbow in 3 places and had an elbow replacement surgery on (B)(6) 2016. The patient stated while at the hospital it seemed to like implant ¿was not working well, but working a little¿ and she would leak and it had gotten progressively worse. The patient stated recently she had not been able to get in because all her efforts had been going into getting her arm back. The patient stated the week prior to the call she had been leaking like crazy. The patient stated she was at 1.8 v while at the hospital and could not feel the stimulation at all, but at 1.9 v. The patient stated she could not identify the sensation because she thought ¿they went into the bowel this time¿. Patient services clarified and the patient stated they implanted the device differently and they put it in her butt cheeks. The patient explained with the trial she could sense the normal stimulation when she had to go. The patient stated the trial was higher up on her spine and that worked, but the implant was different. The patient stated sometimes the implanted worked and she seemed to be able to control bowel, but other times she got nothing. The patient thought she needed to change programs. The patient stated she was getting an usual sensation all the time and further stated she felt the sensation each the device sent a signal, but did not experience it with the trial which was placed higher on her nerve. The patient noted strong uncomfortable stimulation. The patient noted she could not find the implant on the call. The patient added she needed help locating the implant so she could place the antenna over implant because she was not very big. The patient planned to call back when her daughter got back to help her in making the adjustment with her patient programmer. The patient added she uses lots of heat therapy and they gave her a lot of heat treatment. The patient noted the manual stated that was not a good idea to have heat therapy. The patient noted in the beginning she used to locate the implant by the scar, but thought the scar was healing very well and it was hard to find now. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Event description:
Additional information was received from a patient on 2017-feb-07. The patient stated that they have an appointment on (B)(6) 2017 with their healthcare professional (hcp). The patient stated that they had the device installed on (B)(6) 2016. They missed their (B)(6) 2016 appointment because they fell on the (B)(6). Their nerves were upset and the stimulator barely worked for weeks. The patient has never been able to understand the meaning of the signals. The device was implanted in a different spot from the trial device which gave the patient signals resembling their real sensations. The signal was not indicative of when they should be aware the signal to urinate would occur. The patient stated that they get an intense feeling when it¿s time to go to the bathroom and often cannot get to other toilet in time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.